Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alarms instructing the user to clear the alarm and to finish an insulin cartridge change, and the device did not allow completion of the cartridge load despite restarts and cgm reconnection. Symptoms included hyperglycemia with a reported peak around 300 mg/dl for about one hour. Outcomes included continued elevated glucose requiring backup fast-acting insulin administered by the user and recommendation to seek urgent care for interim therapy. Investigation included remote troubleshooting and user education regarding restart, cgm reconnection, and cartridge change steps. Investigation of this case revealed an incomplete insulin cartridge load with persistent device alerts preventing normal operation. It was concluded that a device malfunction occurred related to the insulin cartridge loading process, contributing to hyperglycemia.